Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and seizure ("seizures") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure, depression, anxiety, gallbladder disease, menorrhagia, dysmenorrhea, dyspareunia and breast neoplasm. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the second episode of abdominal pain ("severe cramping"), thyroid disorder ("hormonal changes describe: thyroid problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), aripiprazole (abilify), baclofen, codeine sulfate, fentanyl, gabapentin, naproxen, nortriptyline, oxycodone hydrochloride (oxycontin), propanol, sertraline hydrochloride (zoloft), sumatriptan and surgery (forced to undergo one or more surgeries to remove one or more of essure coils/hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, the last episode of abdominal pain, thyroid disorder, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, migraine, headache, seizure, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, seizure, thyroid disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: complete closure of the tubes with essure.. Most recent follow-up information incorporated above includes: on 21-nov-2018: pfs received: new events: hormonal changes describe: thyroid problems, abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches, seizures, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, reporter, patient demographics, treatment drugs, were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure, depression, anxiety, gallbladder disease, menorrhagia, dysmenorrhea, dyspareunia and breast neoplasm. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal cramps ("severe cramping"), thyroid disorder ("hormonal changes describe: thyroid problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), aripiprazole (abilify), baclofen, codeine sulfate, fentanyl, gabapentin, naproxen, nortriptyline, oxycodone hydrochloride (oxycontin), propranolol hydrochloride (propanol), sertraline hydrochloride (zoloft), sumatriptan and surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal cramps, thyroid disorder, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, migraine, headache, seizure, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, seizure, thyroid disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased and abdominal cramps to be related to essure (ess205). The reporter commented: on the left there were four visible coils after deployment on the right there were five visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: complete closure of the tubes with essure.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Dyspareunia, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 11-mar-2021: medical record received model number was changed from e305 to e205 as date of insertion was (B)(6) 2006. Reporter information and rcc were added. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure, depression, anxiety, gallbladder disease, menorrhagia, dysmenorrhea, dyspareunia and breast neoplasm. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal cramps ("severe cramping"), thyroid disorder ("hormonal changes describe: thyroid problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax), aripiprazole (abilify), baclofen, codeine sulfate, fentanyl, gabapentin, naproxen, nortriptyline, oxycodone hydrochloride (oxycontin), propranolol hydrochloride (propanol), sertraline hydrochloride (zoloft), sumatriptan and surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal cramps, thyroid disorder, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, migraine, headache, seizure, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, seizure, thyroid disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased and abdominal cramps to be related to essure (ess205). The reporter commented: on the left there were four visible coils after deployment on the right there were five visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: complete closure of the tubes with essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Dyspareunia, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and the second episode of abdominal pain ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of essure coils.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and the last episode of abdominal pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.